Manufacturer narrative:
Previously reported under medwatch mw5075005. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the laparoscopic ligasure retractable l-hook was noted by the surgeon to be broken during a procedure. The broken piece was near the handle of the instrument. It was stated that there was no harm to the patient, but it was also provided that the issue was classified by the facility as a serious injury that required intervention.